Event description:
It was reported that approximately 61 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implants. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 3609306 201-78-12 - holding pin lg head sharp point med 2pk, 5070986 02-012-41-4040 - logic tibia traptray cem sz 4f/4t, 5592506 200-02-35 - three peg patella 35mm, 5686086 02-020-11-0340 - truliant ps cem fem ps cem right sz 4. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect clinical codes.